Manufacturer narrative:
Zhang, h., <(>&<)> gao, f. (2016). The relationship between collateral compensation and the prognosis of endovascular mechanical thrombectomy with the solitaire device for basilar artery occlusion. Chin j neuroimmunol <(>&<)> neuro, 23(4), 261-266. Doi:10.3969/j.I ssn.1006-3963.2016.04.008. The solitaire device has not been returned; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire mechanical thrombectomy. The purpose of this article was to evaluate the relationship between the prognosis of solitaire mechanical thrombectomy in patients with proximal or middle basilar artery occlusion with preoperative collateral circulation compensation. The authors retrospectively reviewed 33 cases with proximal/middle basilar artery occlusion who underwent solitaire mechanical recanalization. The article states that by 90 days, 6 of the 33 patients had died: 3 patients died from symptomatic intracranial hemorrhage (sich) - 2 patients died from massive cerebral infarct - 1 patient died from complications unrelated to the solitaire device.